Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/30/2015 device evaluation:the pump has been returned and evaluated by product analysis on 10/16/2015 with the following findings: a review of the black box data showed no evidence of replace battery alarms. The pump was able to perform the ez prime steps with no alarms. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing.